Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient fell while on vacation. A merlin.net transmission showed that the atrial capture threshold had increased. The patient was not symptomatic. The physician attempted to revise the lead; however, the helix would not extend once retracted. The lead was explanted and replaced on (B)(6) 2015. The patient was stable and did not have any symptoms throughout the procedure.